Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board and harness were replaced to resolve the reported issue.

Event description:
The hospital reported getting a red system malfunction message. There was no report of patient involvement.